Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that patient's bone got fractured resulting in trauma during the implant placement. The doctor was attempting to place the implant into tooth # 25; however, a fracture was discovered on the buccal plate. Thus, the implant was removed and bone grafting was performed. The patient was reported to be healing well. Per provided information, the doctor believed age could have been a contributing factor even though the implant site was noted to have type I bone quality. The hahn wrench was set at 15 ncm during the placement. The patient's pre-existing condition included stroke. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. There was no non-conformity found with the reported implant. Based on the reported information, the patient's buccal plate bone fractured when the doctor was torquing the implant at 15 ncm. Due to the fracture of buccal plate bone, this caused an insufficient setting for the implant to adhere to and primary stability would not be achieved. The precautions in the IFU state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." In addition, using 15 ncm (low torque force) would also not allow for good primary stability of the implant to be achieved. The recommended value is 35 ncm to indicate a good primary stability. Per IFU's implant placement, "continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." This event will be tracked and trended.